Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient with burning sensation and photophobia three weeks following lasik treatment. The patient was examined and noted to be highly light sensitive during the examination. The patient was started on topical steroids with continued follow up. Two weeks following symptoms onset the symptoms resolved and the topical steroid was tapered. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.